Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: broken crease sharp on radius, creases fold, stress marks, missing shell and observed 40 mm dark patch edge material inside gel device. Base on the device analysis the final assessment is: a broken crease sharp on radius assessed as fold flaw opening missing shell assessed as inconclusive.